Event description:
It was reported that one day post implant there were high thresholds on the right ventricular (rv) lead. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.